Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was noted that the right atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. Multiple episodes of automatic mode switch were also noted. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.